Event description:
Customer reported noticing a blank display on the screen of the insulin pump. Customer stated that they were about to replace the infusion set and noticed that the screen was completely dead. Customer also mentioned noticing a crack on the screen of the insulin pump. Customer stated that the insulin pump has been bumped. Customer's blood glucose reading at the time of the call was 150 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.